Manufacturer narrative:
Concomitant medical product: 1688t lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post ventricular sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.